Event description:
It was reported that the video system center displayed an image noise. The issue was identified during a demonstration. There were no reports of patient harm.

Manufacturer narrative:
The event date is unknown and will be provided if received. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.